Event description:
It was reported that after multiple implant attempts, the leads helix would not extend. Fluoroscopy suggested lead damage caused by an implant tool. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.